Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at .774 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient¿s pump was alarming. The pump was read on (B)(6) 2019. The pump stalled on (B)(6) 2019 and never recovered. The pump alarm was silenced, and the pump was programmed to minimum rate. The clinic was working on getting the pump replaced. No patient symptoms were reported. The issue was not resolved at the time of the report. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. No further complications were reported/anticipated.